Event description:
It was reported a patient experienced a break in aseptic technique further described as the patient made a mistake and touch contamination during peritoneal dialysis (pd) therapy, which led to peritonitis. The patient was not hospitalized for the event. Treatment was not reported. It was not reported if the patient was retrained on aseptic technique. The patient recovered from peritonitis. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.